Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm. On (B)(6) 2023, the patient experienced inaccurate cgm values which occurred an unspecified number of days after the sensor had been inserted in the arm. According to the report, the patient experienced diaphoresis, shaking, and crashing. The patient could not recall exact values; however, reported that it was 50-150 mg/dl off. The patient was treated with baqsimi and recovered after treatment. There was no documentation of further medical evaluation or intervention. At the time of the report, the patient was stable. It has been reported that there was a difference in readings of 50-150 points. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.